Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer did not remove the cartridge during pumping. Blood glucose was 373 mg/dl. A replacement pump was sent to resolve the issue.